Event description:
It was reported that physician attempted to close a 5f sheath with the 5f celt device. Upon ejection of the implant bleeding was noted and manual compression was applied. The physician chose to immediately xray and discovered the implant was in the superficial femoral artery. Pulses were checked and they were good. The patient showed no signs of ischemia and was discharged the same day with no issues.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files found one other report with the involved lot number (2021-00021). The investigation was based on the user facility information and testing & evaluation of actual device. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.